Event description:
It was reported through a literature article titled ¿the zwolle experience with left bundle branch area pacing using stylet-driven active fixation leads¿ that decreased sensing was observed on the right ventricular (rv) lead due to a suspected dislodgement. A revision procedure was performed and a pocket revision along with the repositioning of the lead were performed to resolve the event. Further information was requested but unable to be obtained. Additional details can be found in ¿the zwolle experience with left bundle branch area pacing using stylet driven active fixation leads¿.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but unable to be obtained.